Event description:
The account alleged the hi/low foot cylinder is drifting down slowly. No injury reported. He has replaced the s-12 valve from stock and the issue returned.

Manufacturer narrative:
Repairs have not been completed.